Event description:
It was reported there was no telemetry with pacemakers. The user tried a new head, and it still was not working. The programmer and programmer radio-frequency (rf) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the connector on the programmer for the rf head was loose on the link electronic module (lem) printed circuit board. (B)(4): analysis found that the serial number label backing was missing. No electrical anomalies were found.